Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, scissoring occurred. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.the batch record was reviewed and no anomalies were noted during the manufacturing process.